Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported that troubleshooting was unsuccessful and there was air in the line. Per reporter residual volume was: 7.3, rate 2.2 and 98.7 was given. No additional information is available at this time. No adverse patient effects were reported.